Event description:
It was reported that the patient presented for an upgrade. Prior to the procedure upon interrogation, it was noted that the right ventricular lead exhibited high pacing impedance. The lead was capped and replaced on (B)(6) 2023. The patient was stable.